Manufacturer narrative:
After inflation, the 2 x 40 mm 155 cm saber percutaneous transluminal angioplasty (pta) catheter ruptured at twelve (12) atmospheres (atm). The saber was replaced with a new non-cordis balloon and plain old balloon angioplasty (poba) was performed and the procedure was completed. There were no reported patient injuries. The lesion was the left superficial femoral artery. An ipsilateral femoral approach was made with a non-cordis guiding catheter. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The contrast media brand is iopamiron 370. The contrast to saline ratio was 1:1. A non-cordis guidewire was inserted and crossed the lesion. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The lesion was severely calcified. There was no vessel tortuosity. There was ninety percent stenosis. The device was not used for chronic total occlusion (cto). The catheter was removed easily and intact. The device was not returned for analysis. A device history record (DHR) review of lot 17332741 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified with 90% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis guidewire was inserted and crossed the lesion and a saber pta was inflated, however the saber pta ruptured at 12 atmospheres (atm). There were no reported patient injuries. The saber was replaced with a new non-cordis balloon and plain old balloon angioplasty (poba) was performed and the procedure was completed. The lesion was the left superficial femoral artery. An ipsilateral femoral approach was made with a non-cordis guiding catheter. The device was stored, handled and prepped per the instructions for use (IFU).the device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The contrast media brand and manufacturer are iopamiron 370 / bayer. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The lesion was severely calcified. There was no vessel tortuosity. There was ninety percent stenosis. The device was not used for chronic total occlusion (cto). The catheter was removed easily and intact.